Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. During troubleshooting with tandem technical support, it was discovered that the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. To resolve the problem, the customer either changed the infusion set and cartridge or performed the fill tubing step and resumed insulin.